Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 6 months after the dental implant installed in pt's mouth, it was verified its non osseointegration. Immediate load was not performed and pt presented bone type iii.